Event description:
It was reported that the patient experience pain at the device implant site. The device was explanted and replaced at a different site. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: # product ID# addr01 the device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4965 implantable pacing lead implanted 1998 (B)(6); 4968 implantable pacing lead implanted 2008 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).